Event description:
Medtronic received info that this bioprosthetic valve was abandoned after implant, when a tear was identified in one of the leaflets.

Manufacturer narrative:
Eval - results - device history review found the product met specs when released for distribution. Conclusion - other - cause of event attributed to user error. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were flexible. The non-coronary and left cusps were intact. A large tear along the lunula of the right cusp extending adjacent from the left right commissure to the point of coaptation appears to have occurred during implant. Conclusion: the device history record was reviewed and showed that this valve met all mfg spec for product released for distribution. No issues were identified that would have impacted this event. The valve analysis suggests that the cuspal tear was related to user error.